Event description:
Product analysis for the generator was approved. No anomalies were identified. No other relevant information has been received to date.

Manufacturer narrative:
A2. Age at time of event; corrected information; initial MDR inadvertently included incorrect value at the time of submission.

Manufacturer narrative:
A2. Age at time of event; corrected information; sup MDR #2 inadvertently included incorrect information. H6. Adverse event problem codes; corrected information; sup MDR #2 inadvertently omitted information known prior to submission.

Event description:
It was reported that the patient had been explanted of both their lead and generator due to pain associated with the vns. The explanted devices were received but have not undergone product analysis to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any; defects¿ or; malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Product analysis of the lead was completed in which no anomalies outside of normal wear and tear were identified. No malfunctions were identified. No other relevant information has been received to date.